Event description:
It was reported that a patient's atrial lead presented via remote transmission with noise resulting in inappropriate automatic mode switch (ams). No changes were reported. The patient was stable.